Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effect of dissection is a known observed and potential patient effect as listed in the rx trek instruction for use IFU. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The 4.0x28mm xience alpine stent mentioned was filed under MFR# 2024168-2015-01653.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary procedure to treat target lesions in the mid right coronary artery (rca) and the first posterolateral artery. During pre-dilatation using a 3.0 x 15 mm trek dilatation catheter, a dissection occurred in the mid rca. A 4.0 x 28 mm xience alpine stent was implanted in the mid rca to treat the target lesion and the dissection. The dissection resolved day of onset. After post-dilatation was performed, distal embolization / occlusion developed in the right posterior descending artery, resulting in cardiac enzyme elevation and a myocardial infarction. No treatment was provided and the patient condition continues. No additional information was provided.